Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material present on the cylinder was confirmed as a white residue, but a root cause could not be identified for the presence of this material. The other foreign material present on the remaining components is unknown and a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign material inside the light guide lens, on the air/water cylinder, on the server plug-in and the distal end. There was no patient involvement.